Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain"), genital haemorrhage ("bleeding"), neuromyopathy ("neuromuscular problems") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included micturition urgency. Concurrent conditions included irregular periods, bleeding intermenstrual and bleeding menstrual heavy. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia") and menorrhagia ("menorrhagia") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, neuromyopathy, autoimmune disorder, allergy to metals, dyspareunia, menorrhagia and uterine leiomyoma outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, dyspareunia, genital haemorrhage, menorrhagia, neuromyopathy, pelvic pain and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on 23-apr-2018: 1. Uterine fibroid. 2. 4 mm echogenic nodule anterior to the endometrium suggestive of a submucosal fibroid versus endometrial polyp concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia , bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain"), genital haemorrhage ("bleeding"), neuromyopathy ("neuromuscular problems") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included micturition urgency. Concurrent conditions included irregular periods, bleeding intermenstrual and bleeding menstrual heavy. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia") and menorrhagia ("menorrhagia") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, neuromyopathy, autoimmune disorder, allergy to metals, dyspareunia, menorrhagia and uterine leiomyoma outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, dyspareunia, genital haemorrhage, menorrhagia, neuromyopathy, pelvic pain and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2018: 1. Uterine fibroid. 2. 4 mm echogenic nodule anterior to the endometrium suggestive of a submucosal fibroid versus endometrial polyp. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, bleeding. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.